Event description:
Customer reported the "cleaning elbow" where saline connects to the catheter fell off during use. The user had to cover the port with their finger to prevent ventilator pressures from leaking until the device was replaced. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 7214cs-lmr adult, endotracheal, (B)(4) french, (B)(4) hr for investigation. The returned sample was visually examined with and without magnification. Visual examination revealed that the sample was returned with the vacuum port missing. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the sample. Since the vacuum port was not returned with the rest of the device, a vacuum port connector was taken from a lab inventory sample product and connected to the returned sample. Attempts were made to pull off the connector, but it was able to stay connected to the rest of the device. There did not appear to be an issue with the connection on the device side. However, it could not be determined if the vacuum port was damaged or compromised in any way that could possibly cause it to disconnect. Since the vacuum port was not returned, a possible root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the "cleaning elbow" where saline connects to the catheter fell off during use. The user had to cover the port with their finger to prevent ventilator pressures from leaking until the device was replaced. No patient harm reported.